Manufacturer narrative:
Device eval: preliminary analysis noted a high output resistance, sensing and pacing errors, and rapid battery depletion. Further analysis showed that two transistors in the high voltage module had been damaged. Co also observed that a transistor in the charge module had been shorted. This short created a low impedance path which loaded down an internal power supply and subsequently drained the battery. The low power supply signal also caused the output transistors to be only partially turned on which caused the sensing and pacing errors that were noted during initial testing. This loaded down power supply also resulted in noise reversions. Co believes that the transistors had been damaged by high energy bursts that had been delivered during an ablation procedure.

Event description:
On 2/14/97, the ICD was explanted due to noise on the electrograms. The noise was observed after a radio frequency av nodal ablation and an internal atrial defibrillation at 600 volts had been performed. The energy from this ep procedure may have damaged the ICD.